Event description:
It was reported that the patient had two inappropriate shocks due to oversensing via reduced intrinsic amplitudes and a change in morphology. The smartpass feature had disabled itself due to the low intrinsic amplitudes and slow events due to undersensing. Also, the shock impedance was up to 114 ohms, which is high but within range. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had two inappropriate shocks due to oversensing via reduced intrinsic amplitudes and a change in morphology. The smartpass feature had disabled itself due to the low intrinsic amplitudes and slow events due to undersensing. Also, the shock impedance was up to 114 ohms, which is high but within range. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had two inappropriate shocks due to oversensing via reduced intrinsic amplitudes and a change in morphology. The smartpass feature had disabled itself due to the low intrinsic amplitudes and slow events due to undersensing. Also, the shock impedance was up to 114 ohms, which is high but within range. There were no additional adverse patient effects. The system was later explanted and replaced.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.